Manufacturer narrative:
One patient, three product malfunctions. (B)(6) all represent the same patient. This is the first malfunction report for the related complaints. Device evaluation: no product was returned, and no photographic evidence was provided. Unable to confirm the reported product complaint. A DHR (device history report) review was performed with no discrepancies noted. If the product is returned the complaint file will be re-opened for further investigation.

Event description:
It was reported there were pin holes in the pilot balloon near where it connects to bubble piece. The patient had to undergo three trach changes. The products were discarded after the trach changes. There has been no report of observable clinical symptoms or a change in symptoms identified in the patient after the final trach change was successfully completed.